Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient experienced pain at ipg site. As a result, surgical intervention took place on (B)(6) 2021, wherein a pocket revision was completed to address the issue. No product was removed or added.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.